Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous, and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10 atmospheres. The balloon was simply removed from the patient's body, and the procedure was completed with another of the same device. No complications were reported, and there was no patient injury.